Event description:
This 40-yr-old female underwent bam with silicone gel breast implants I 1985 at another facility, thus the MFR is not known to this reporting facility. Both implants have subseqeuntly become very hard and encapsulated with lumps starting to occur. Gross exam: both implants are focally ruptured and received in specimen containers.